Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., h.6.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device has been explanted. Healthcare professional reported "intact but leaking" upon device explant. Patient reported "pain, swelling and bruising".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device has been explanted. Healthcare professional reported "intact but leaking" upon device explant.